Event description:
Boston scientific received information that there was concern over why a device did not deliver therapy for the patient's ventricular fibrillation (vf) thus strips were sent into technical services (ts) for review. Upon review boston scientific ts simulated that a magnet must have been placed over the device. Upon further evaluation it was found that a magnet had been placed by another physician due to concerns over undersensing. Magnet placement would inhibit delivery of tachycardia therapy. Therapy was withheld from the patient for an unknown duration. It was noted that the device did eventually deliver a 41 joule shock and there were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.